Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the alarm issue was able do be replicaed when running the pump constantly for about 5-10 minutes. Error code 1836 is a motor photo flag unstable error. Upon disassembling the pump, the blue lead from the optic switch was barely attached and came off when touched. The optic switch was the cause of the fault. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received cadd legacy pump was alarming beeping error 1836. No adverse effects reported.